Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The delivery system is expected to be returned for evaluation. It has not yet been received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an lesion in the mildly tortuous, moderately calcified, 90% stenosed mid left circumflex (lcx) coronary artery. A 2.75 x 15 mm xience prime stent delivery system (sds) was selected for the procedure. Following pre-dilatation with an unspecified 2.0 x 10 mm balloon dilatation catheter (bdc) the sds was advanced with no resistance to the lesion and the stent implant was successfully deployed with issues noted. Following deployment of the stent implant, a distal edge dissection was observed. In order to cover the dissection, another xience prime stent implant was successfully used. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction- device status changed from returning to not returned. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the instructions for use xience prime everolimus eluting coronary stent systems as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.